Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during physical activity on (B)(6) 2024. The infusion set was in use for less than 1-1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.